Event description:
Device failed to blow air during colonoscopy procedure. Physician was able to complete the procedure by manually adding air with no delay in testing or adverse impact to pt. Alpin repair company was notified of need for equipment evaluation and scope was removed from service. It was determined that the air/water channel was plugged, the angulation was out of spec., and the insertion tube was delaminating. The scope is now under repair.